Event description:
It was reported that the patient developed an infection in the site pocket of the device. The distal portion of the incision was open with serous drainage. The physician opened the site pocket, flushed it with an antibiotic, hemostasis was obtained with electrocautery and the wound was closed in 4 layers. The device remains in use. The patient is enrolled in the surescan pas clinical trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.